Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Please disregard the previously submitted medwatch where it referenced a recall in block h9. Additional consideration has determined that the recall is not applicable for this reported complaint.

Manufacturer narrative:
Per the user facility's biomedical technician who is trained by the manufacturer, the defective power supply has been disposed of. A replacement power supply was sent to the user facility and will be replaced upon arrival. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the power supply did not work. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.